Event description:
A pt with bmi 45 underwent bypass surgery, nine days post-op, pt presented to ER with symptoms of a gastric leak. Upon re-op, the roux limb of the g-j junction was inspected when the roux limb was placed back into it's resting position, the g-j staple line "unzipped" on the anterior aspect. There was no active bleeding or clot, the g-j anastomosis was over sewn and pt is doing fine.